Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the mini drawer set as mini single had been open all pockets. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the mini drawer set as mini single had been open all pockets. A field service engineer had replaced the mini engine and tested it in the hardware test application. The mini drawer opened a single dose successfully. The customer was able to recover drawer 1.8. The system functioned as intended after the field service engineer repaired the device.